Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for watchman left atrial appendage closure (laac) procedure. During the procedure, the physician mentioned that as they were feeding the mechanical guidewire (mgw) into the cook needle (non-boston scientific), and felt resistance. When the device was pulled out, it was noticed the damage to the guidewire. The guidewire appeared to be kinked and unraveled. Procedure was completed successfully via an alternate method. No patient complications reported. Product is not expected to return as it was disposed of at the facility. It has been further mentioned the non-boston scientific "cook needle" was the needle used to get access to the groin. The physician did experience resistance when withdrawing the mechanical guidewire; however, no detachment was observed when it was removed. No other issues were reported.